Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported by the patient that she experienced high blood glucose levels due to a bent flat cannula against the skin, which they tried to treat with a bolus via the pump. The infusion set had been used for less than one day. Subsequently, on (B)(6) 2022, she was taken to the emergency room with blood glucose level of 700 mg/dl and stayed there for three days. Further, she was admitted to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and an unspecified medication (drug name unknown) intravenously. On (B)(6) 2022, she was released from the hospital with no permanent damage caused to the patient unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.